Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure hst iii system (3.8mm) would not deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated section: g-4, g-7, h-2, h-3, h-6, h-10. Trackwise ID # (B)(4). The device was returned to the factory for evaluation on 29 jan 2020. An investigation was conducted on 20 feb 2020. A visual inspection was conducted. Signs of clinical use was observed with no evidence of blood on the devices. The delivery device was returned inside the loading device with the white plunger not depressed and the blue slide lock engaged. The seal and tension spring assembly were observed to have been left inside the loading device, indicating a loading problem. The seal was observed to be at the loading device window with the anchor located at the center of the seal. The seal and tension spring assembly was removed from the loading device. The seal and tension spring assembly was observed to be intact with no visual defects observed. There were no cracks/delamination observed on the seal. Measurements of the delivery tube were taken. The inner diameter was measured at 0.195 inches and the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed, but the analyzed failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure hst iii system (3.8mm) would not deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure hst iii system (3.8mm) would not deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.